Manufacturer narrative:
The manufacturer received information alleging a circuit disconnect condition occurred on the device. There is an allegation of the patient passing away. Further patient de-identified data was not provided. There is no further patient information that was provided and any type of medical intervention that occurred at the time of this issue. A sales representative was informed by a nurse that "the patient had passed away early this morning. It seemed the circuit had come off, but the nurse testified that no alarm had been sounding." The error log was reviewed by the sales representative and confirmed a "circuit disconnect was logged at 6:42 and circuit disconnect/low minute ventilation were logged at 6:47." The nurse that manages the device was contacted by the sales representative, and "they stated that the alarm time was the 5 o'clock hour." The nurse "of a clinic that manages the device and received information that the patient had fallen so the circuit had come off, which resulted in the death" of the patient. A philip representative obtained additional information from the sales representative on this issue. Per the sales representative, the "circuit disconnect and low inspiratory pressure" alarms occurred at 5:47 and a "low expiratory pressure" alarm had occurred at 5:48, followed by another "low inspiratory pressure" alarm occurring again at 6:42. "The alarms were intentionally generated by the facility staff". "It is unclear whether the patient fell and then the circuit disconnected, or if the circuit disconnected and caused the patient to fall feeling breathing difficult." The staff testified "that they discovered the patient collapsed, were in a state of panic, and were unsure whether circuit disconnect alarm was sounding at that time." The disconnected portions of the circuit were two connection ports to the chamber, and the flex tube. "It is unclear whether the fall caused the two chamber connection ports to disconnect. The device has not been retrieved as the facility had been performing an on-site investigation, but it is scheduled to be retrieved as the investigation has been reportedly completed." The ventilator was returned to the manufacturer for evaluation and no failures were confirmed when the inspection was conducted on the device. The device error log was reviewed and no errors indicating a failure were found on the device, thus there was no issue with this device. A final and run-in tests were performed on the device, along with the battery and valve checks. The device was found to be operational, and it was cleaned.

Event description:
The manufacturer received information alleging a circuit disconnect condition occurred on the device. There is an allegation of the patient passing away. Further patient de-identified data was not provided. There is no further patient information that was provided and any type of medical intervention that occurred at the time of this issue. A sales representative was informed by a nurse that "the patient had passes away early this morning. It seemed the circuit had come off, but the nurse testified that no alarm had been sounding." The error log was reviewed by the sales representative and confirmed a "circuit disconnect was logged at 6:42 and circuit disconnect/low minute ventilation were logged at 6:47." The nurse that manages the device was contacted by the sales representative, and "they stated that the alarm time was the 5 o'clock hour." The nurse "of a clinic that manages the device and received information that the patient had fallen so the circuit had come off, which resulted in the death" of the patient. A philip representative obtained additional information from the sales representative on this issue. Per the sales representative, the "circuit disconnect and low inspiratory pressure" alarms occurred at 5:47 and a "low expiratory pressure" alarm had occurred at 5:48, followed by another "low inspiratory pressure" alarm occurring again at 6:42. "The alarms were intentionally generated by the facility staff". "It is unclear whether the patient fell and then the circuit disconnected, or if the circuit disconnected and caused the patient to fall feeling breathing difficult." The staff testified "that they discovered the patient collapsed, were in a state of panic, and were unsure whether circuit disconnect alarm was sounding at that time." The disconnected portions of the circuit were two connection ports to the chamber, and the flex tube. "It is unclear whether the fall caused the two chamber connection ports to disconnect. The device has not been retrieved as the facility had been performing an on-site investigation, but it is scheduled to be retrieved as the investigation has been reportedly completed." The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.